Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent an unspecified breast surgery with a mentor memorygel breast implant 350cc gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent explantation on (B)(6) 2022

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 14-apr-2022, mentor received additional information about the event: the capsular contracture in the patient¿s right breast is baker grade iii. The explanted breast prosthesis was replaced with an unspecified gel breast prosthesis. On 20-apr-2022, mentor received additional information about the event. The suspect medical device was discarded following explant surgery. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).